Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "noise and the locking lever was stiff/stuck" was confirmed. During the pre-repair diagnostic assessment the device was found to have " noise and the locking lever was still/stuck". If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) stating that the device had issue with noise. The device was not used during surgery. It is unknown if injuries or medical intervention occurred. The event date is unknown. There was no additional information provided.